Manufacturer narrative:
The computer was replaced and this resolved the issue. When tested in house the computer failure was confirmed-the computer would not boot. Root cause was the hard drive and corrupt operating system.

Event description:
A site rep reported they received a computer error message. He stated that the application was not responsive after he selected his exam series in the synergy cranial software. He stated that the info was imported successfully and the freeze occurred after he selected the data set. The surgeon opted to complete the surgery without the use of the stealthstation. There was no impact on pt outcome.